Event description:
According to the available information, the anchor broke off when trying to place the altis. A different device was used instead. No other adverse effects were reported.

Manufacturer narrative:
An altis sling and two introducers were returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and not returned. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. No abnormalities were noted with the introducers. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while trying to place the static anchor. Additional information also noted that the problem was caused by patient anatomy which prevented the introducer from making the turn and bone grazed, despite maximal caudal movement which resulted in the static ancho breaking off. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the anchor broke off when trying to place the altis. A different device was used instead. No other adverse effects were reported.